Event description:
Clinical study.it was reported that 110 days after a coronary artery drug eluting stenting procedure the patient expired. Target lesion 1 was located in the mid right coronary artery (midrca), with 99% stenosis and was 3.0mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilattion and placement of a taxus express2 8.8% 2.5x8mm drug eluting stent, with 0% residual stenosis. The patient was discharged the next day on aspirin and plavix therapy.110 days after the initial procedure during the 6-month follow-up period of the study, the patient expired. Site personnel became aware of the patient's death when her daughter telephoned the cardiology clinic. Multiple attempts to contact the patient's family for further information have been unsuccessful. Receipts of a death certificate (requested from state authorities) is pending. An autopsy was not performed, and the cause of death is "unknown" at this time. In the opinion of the physician the relationship of the patient's death to the target vessel is unknown.